Event description:
Complaint: (B)(4).

Manufacturer narrative:
It was reported that the beq-015703112#hls module advanced adult only lasted 7 days because the delta pressure increased. It was noticed during patient treatment and the hls set was exchanged. There had been issues of intermittent high delta p pressures, oscillating from 90 to 200 to 300 to 500 and then settling back to 25. In addition it was stated that the saturation was at 72 mmhg. As stated by the customer the hls set was not available for return thus no technical investigation could be performed. The production records of the affected hls module were reviewed on 2022-03-08. According to the final test results, the oxygenator with the serial# (B)(6) passed the tests as per specifications. Production related influences are unlikely to have contributed to the reported failure. The most probable root cause for the reported failure is clot formation in the extracorporeal circuit which can lead to a reduction and/or blockage, and thus, an reduction of the diffusion path lowering the gas transfer performance. With reference to the risk assessment and in consultation with the getinge manager medical affairs team the following events can contribute to clotting in the circuit: - inappropriately low, or no blood flow, in the circuit; -improper hemostasis; -too low anticoagulation; -too low act level, effect of heparin is too limited; -protamine sulfate enters the hls set; -administration of congealable substances (such as platelets) or pro-coagulant medications. -(consumption) coagulopathy. Based on the investigation results no product related malfunction could be confirmed. The customer will be made aware of the investigation results. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. H3 other text : 4115.

Event description:
The event occurred in USA. It was reported that the beq-015703112#hls module advanced adult only lasted 7 days because the delta pressure increased. It was noticed during patient treatment and the hls set was exchanged. No harm to any person has been reported. Complaint: (B)(4).

Manufacturer narrative:
A follow-up emdr will be submitted when additional information becomes available. Return of the product was requested and investigation are still pending.